Event description:
An initial report of patient hospitalization was received by united therapeutics on 01-sep-2023 and forwarded to millyard advanced medical products, llc on 02-sep-2023. The patient reported she is in the ER for observation, and that she feels out of breath. The patient is having pump issues and is waiting for replacement systems to be couriered. The status of the patient's backup system was not reported. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.